Event description:
It was reported that during a tka procedure, trial poly broke in half while surgeon hit it with a bone tamp trying to engage. No delay. No revision surgery performed. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened.